Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation verified the complaint as valid. The transducer was found to be twisted in the handpiece housing due to a user mistake; the torque base has not been used. The transducer is out of specifications. The transducer, housing and the o-rings will be exchanged and a full function test according to the manufacturer's guidelines must be performed. Root cause - the reported failure of ¿fragmentation issue¿ was confirmed by technician. The root cause of the issue was determined to overtorquing of the handpiece. Handpiece overtorquing is caused by incorrect assembly and disassembly of the handpiece using the torque wrench.overtorquing results in torque wrench misaligning the dot on the handpiece and the handpiece connector. Recommend to train customer per tech bulletin in correct torquing procedure.

Event description:
N/a.

Event description:
A facility reported that after a period of normal operation of the cusa excel 36khz straight handpiece (c2602), the fragmentation indicator was not going high during operation. The device was in contact with the patient; however, there was no patient injury or death alleged. The event led to increased surgery time of 2-3 hours.